Event description:
It was reported to philips the external paddle shock button was not working during the operation test with external paddles. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse informed customer that during operational test, only shock button on external paddle works to confirm that external paddle function well. The customer was explained how device works and device works as designed. No malfunction of device. The investigation concludes that no further action is required at this time.